Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the intermittent image was caused by a faulty printed circuit board. However, the specific cause of the faulty printed circuit board could not be established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
An olympus field service engineer (fse) evaluated the device onsite and confirmed the serial digital interface 1 (sdi1) port signal disappeared about 30 seconds after the device was switched on. Restarting the device had the same result. The fse switched the connection to the serial digital interface 2 (sdi2) output port and the image was stable for a longer period of time but disappeared after being stable for around five minutes. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the device had no image from the sdi 1 output signal due to a printed circuit board failure. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii video system center had experienced loss of image. The issue was found during preparation for use, the diagnostic colonoscopy procedure was completed with a similar device, and without delay. There were no reports of patient harm.